Event description:
It was reported that the mobile power unit had a broken plug socket.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿broken plug socket¿ was confirmed upon arrival of the returned mobile power unit (serial number:(B)(6). Visual inspection revealed that one of the pins within the ac inlet had been damaged, which prevented proper connection of an ac power cord. The damaged inlet was replaced, and preventative maintenance was performed; the serviced and repaired unit then passed a full functional checkout without issue. The root cause of the observed damage could not be conclusively determined through this evaluation. There was also incidental findings of loose rubber encasing around the lemo connectors. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.